Manufacturer narrative:
The device history review showed no related mfg issues and no other complaints of similar nature for this lot. The same lot sample that was returned to our canada location was lost in transit between canada and the salt lake city location.

Event description:
A split in arterial lumen found, 1 cm in length.